Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure. The reason for "revision surgery" was not specified and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. On (B)(6) 2018, the patient had unspecified injuries an underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. (B)(6) 2018, the patient had unspecified injuries an underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with bilateral inguinal hernia- right direct , left indirect hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1- right and device #2- left). Per operative notes, ¿in right side, the perineum over the indirect ring was incised and dissected away from internal ring and cord structures. A medium size bard 3d mesh (device #1- right) was placed over the cooper¿s ligament covering the indirect defect and area of the internal ring and tacked. In left side, the indirect sac was reduced, peritoneum was further dissected and placed with medium size bard 3d mesh (device #2- left) over the cooper¿s ligament covering both the defect as well as the indirect defect." (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia and right groin pain thereby underwent open repair with neurolysis. Per operative notes, ¿the mesh caused bulging through the floor of the inguinal canal in left side. The mesh was also noted to not be attached to anything at the inferior aspect, and a tack could be seen protruding. The metallic corkscrew tack was removed. The hernia was primilarly repaired using sutures. In right groin, neurolysis of ilioinguinal nerve and genitofemoral nerve was performed and sutured."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure. The reason for "revision surgery" was not specified and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the 3dmax (device #1); additional emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.